Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device displayed high, out of range pace impedance measurements on the right atrial channel. The impedance was trending around 500 ohms and then spiked to greater than 2000 ohms on three separate occasions. The out of range measurements were not able to be reproduced. The local boston scientific field representative indicated that no further trouble shooting was performed and that the patient would continue to be monitored. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this crt-d was carried out. Visual inspection identified no anomalies. Electrical tests, including impedance measurements, were performed and normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received additional information that this cardiac resynchronization therapy defibrillator (crt-d) was returned following patient death. No further allegations were reported from the field.